Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Multiple automatic mode switch episodes were noted. Review of the episodes revealed noise on the right atrial lead that was oversensed by the device. Programming changes were made. The patient was in stable condition and will continue to be monitored.